Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article: complications associated with negative pressure reaming for harvesting autologous bone graft: a case series: j orthop trauma. Vol. 24, number 1, jan 2010, pgs 46-52: gregory j. Della rocca md, phd, yvonne md, frank a. Liporace liporace md, michael d. Stover md, sean e. Nork md, and brett d. Crist md. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot or part number was provided.

Event description:
Journal article reviewed revealed the following event. A (B) (6) female presented with a right subtrochanteric femur nonunion and broken blade plate. Pt underwent a revision to a proximal femoral locking plate, recombinant human bone, morphogenetic protein 2, and a bone graft harvested from the left tibia with a 12 mm medullary reamer head. It was noted the bone graft was harvested without complication. On postoperative day eight (8), pt pivoted on left leg and developed significant pain and could not bear weight on the leg. Radiographs showed a spiral fracture of the left distal tibial shaft. Pt was revised to a im nailing. At the six (6) month f/u visit, the left tibia was clinically healed. This is two of six reports for this event.